Event description:
It was reported before use that the cs100 intra-aortic balloon pump (iabp) was malfunctioning and distributor was not able to enter the iabp in engineering mode then unit shut down unexpected. There was no patient involvement, and no adverse event reported. The issue caused by the old equipment.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Event description:
It was reported before use that the cs100 intra-aortic balloon pump (iabp) was malfunctioning and distributor was not able to enter the iabp in engineering mode then unit shut down unexpected. There was no patient involvement, and no adverse event reported. The issue caused by the old equipment.

Manufacturer narrative:
The repairs performed by distributor's.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the ((B)(4)) battery, keypad controller, ((B)(4)) manifold driver and ((B)(4)) power supply, further more, the fse power-on the unit and confirmed that the function of the new parts were ok. The fse reported that completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and it was released to the customer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was malfunctioning and distributor was not able to enter the iabp in engineering mode then unit shut down unexpected. There was no patient involvement, and no adverse event reported.